Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri). The last check indicated a monitoring voltage of 2.52 volts and charge time measurements of 16.4 seconds. Technical services (ts) discussed the device should be replaced within the next two months. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.